Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81:72-77, that the patient developed pain in lower the extremities following a sling procedure. The pain was located in the region of the gluteal muscle and thigh. The patient was prescribed anti-inflammatory drugs and the pain subsided.